Manufacturer narrative:
E1. Initial reporter facility name: (B)(6) hospital. The picture was reviewed and no root cause can be determined. However, it was reported that the device is available for analysis. Therefore, once the device is received by the bwi product analysis lab, the evaluation will be performed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the hemostatic valve dislodged outside of the hub issue occurred. During the procedure, blood leakage was found in the hemostasis valve. A new device was used to complete the procedure and there was no patient injury reported. Additional information was received. Provided a picture for reported failure which provides additional evidence related to the reported failure. The hemostatic valve dislodged outside of the hub. The brim cap / hub did not become detached from the sheath. The sheath was being used on the patient. No air entered the patient¿s body. The approximate volume of blood that was lost was unknown. No needle used.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. During the procedure, blood leakage was found in the hemostasis valve. A new device was used to complete the procedure and there was no patient injury reported. Additional information was received. The hemostatic valve dislodged outside of the hub. No air entered the patient¿s body. The approximate volume of blood that was lost was unknown. No needle used. The bwi product analysis lab received the device for evaluation on 27-may-2024. The device evaluation was completed on 31-may-2024. The product was returned to biosense webster (bwi) for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside of hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The damage observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The hemostatic valve issue reported by the customer was confirmed. The catheter instructions for use (IFU) contain the following recommendations: use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. Do not remove dilator or catheter rapidly. Damage to hemostatic valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).